Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a difficult panfacial procedure, it was reported, the staff and surgeon had problems picking up the screws with the matrixmidface screwdriver blade hex coupling. Surgeon was trying to pick up the ti matrixface 4.0mm screws self tapping with the driver blade and asked two additional nurses to help get the screws onto the blade for insertion into the pt. In situ, the surgeon dropped one 4.0 mm screw and could not locate the screw. At the end of the case, x-ray was called for and this extended the procedure by one hour. The screw was located in the pt's sinus with the surgeon deciding to leave the screw where it was. It is not known if surgeon will schedule a removal of the screw at this time. This is 1 of two reports for this event.

Manufacturer narrative:
The device history records review could not be completed without a lot number. The investigation could not be completed, no conclusions could be drawn, as product is entering the complaint system.